Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: the knife blade cut the tissue, however, the staples did not form correctly, resulting in bleeding. The surgeon spent a considerable amount of time removing the misformed staples and oversewing the staple line. The sleeve was slightly reduced in size as the staple line had to be inverted and over sewn. The surgeon estimates the procedure was extended by approx 45 minutes.